Event description:
Anaphylaxis secondary to intravertebral injection of cranioplastic (liquid methyl methacrylate or isovue m-300 dye). The pt was receiving a fluoroscopically guided lumbar vertebroplasty of the l1-l2 vertebral bodies for the treatment of compression fractures. Isovue m-300 dye was used prior to cranioplastic injection as part of the procedure.